Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "system error 105: caused by a failed motor flex. The motor assembly has been replaced.

Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. The customer reported that there was no pt involvement. No further info was available.